Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory the non-specific product performance allegation was not confirmed. Segment resistances measured normal indicating conductors are intact and inspection that showed no abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited a product performance issue. The patient underwent a surgical intervention to explant the lead and implant a new product. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a product performance issue. The patient underwent a surgical intervention to abandon the lead and implant a new product. No additional adverse patient effects were reported.